Manufacturer narrative:
Product has not been returned. Product was discarded. No lot number was provided or known. Product no returned to manufacture.

Event description:
It was reported that abutment screw fractured. The screw was retaining the abutment (imucg1c). The surgeon was able to retrieve the screw and the restoration was replaced with another screw.

Manufacturer narrative:
A portion of a gold-tite tm hexed uniscrew was returned for inspection. The screw only remains in two small pieces at the threads. The body and head were not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm. Complaint indicates screw fracture. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. The following sections were updated: date of this report, device available for evaluation: change "no to yes," date received by manufacturer, type of report: follow-up number, if follow up, what type?: add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, lot number not available, add evaluation codes, additional narrative.